Event description:
Medical records reviewed: on (B)(6) 2014, the pt presented to the emergency room (ER) reporting that for the past 2-3 days he has experienced dyspnea, and a temperature of 101.5. The pt had oxygen saturations of 87% and also had a productive cough, tachycardia, and tachypnea. The pt was admitted with respiratory distress with decreased breath sounds. On (B)(6) 2014 during his continued cycle peritoneal dialysis the pt coded, his ccpd treatment was paused, and the pt was intubated and transferred to the intensive care unit. The pt was on ccpd treatment for 7 hours and 30 minutes with a total therapy volume of 9991 ml and a total uf of -1856 ml. His treatment was cut short by 30 minutes. When the treatment was paused a specimen of the dwelling fluid was sent for a culture. The pt was diagnosed with a cardiopulmonary arrest and a non-st elevation myocardial infarction, thought to be secondary to the cardiopulmonary arrest and other profound medical issues. He also was diagnosed with cor pulmonale and multiple organ systems failure.

Manufacturer narrative:
This event has been reported as a serious injury, although it is undetermined if there is a reasonable suspected causal relationship between the product and the event. The device has not yet been received for evaluation. A supplemental report will be submitted upon completion of the device investigation.